Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right atrial (ra) lead would not extend or retract properly. The ra lead was removed and replaced prior to pocket closure and was never in service. On the table, the helix would still not rotate properly. No adverse patient effects were reported.